Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue caused due to software. A field service engineer verified that the customer resolved the issue by performing a reboot. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system displayed a status of "disconnected mode." The customer stated that the issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.